Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As noted in the device instructions for use (dfu) precautions, "do not torque, advance or withdraw the wire if significant resistance is felt, torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." In addition, the warnings portion of the device instructions for use states, "attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly." At this time it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: the tip of the wire came off and ended up in the patient. The tip of the wire was in the tibial branch. No main vessel but it got lodged into a branch. The tip came off the wire during the procedure. They could not get it out. The patient was fine. The wire was in the patient. The rep was not sure if the patient will have future complication for having a wire in them permanently. As of right now, the patient was fine.